Manufacturer narrative:
The sample was not returned, therefore the alleged tear in the mesh cannot be confirmed. A same lot sample was returned. Evaluation of the lot sample found no visual anomalies or damage to the mesh. There were no manufacturing anomalies identified. A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time without having the actual sample to evaluate, root cause is undetermined. This emdr represents flat mesh #1. An additional emdr was submitted to represent flat mesh #2. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that on (B)(6) 2018 the surgeon was using a davol flat mesh during an open right inguinal repair. As reported the flat mesh (#1) tore during placement while he tried to position it and was removed from the patient. A second flat mesh (#2) was opened and used without issue. However, the surgeon noted that the "mesh (#2) felt a little weird and possibly a suture had pulled through it." There was no patient injury.